Event description:
Boston scientific received information that during a normal device change out, the physician was unable to unscrew the atrial lead. The pacemaker was explanted while the right atrial (ra) lead status was unknown as of this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, all seal plugs are intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. There were no allegations against device functionality while implanted. Device longevity could not be calculated due to no interrogation for over a year and then at or post explant resets. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.